Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for a routine follow-up and the CT revealed a proximal type I endoleak. The physician elected to implant an endurant aortic cuff proximally. The proximal type I endoleak was resolved. It was also noted there is thrombosis in the aneurysm sac. The physician stated that the cause of the proximal type I endoleak was related to the patient¿s anatomy, disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.